Event description:
A medtronic representative reported that the camera on the treon system was beeping intermittently. The issue stopped long enough for the surgeon to continue using the navigation system to complete the case. No impact on patient outcome was reported.

Manufacturer narrative:
The device did not beep during a functional test, as reported, and the tracking was found to be normal throughout the volume. The device did not pass the aak test at .66mm along with normal line separation of 1.66mm. The device was found to be out of calibration. The device was replaced and the issue was resolved.